Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported multiple "syringe flange not in place" alarms, could not duplicate but verified alarms in history. Occlusion test failed due to "check clutch/plunger lever" errors. The plunger casing and battery cover are cracked. There was no patient injury reported.

Manufacturer narrative:
H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was broken or missing upon receipt, the battery door and right plunger case were cracked. Error codes were found in the ehl (event history log). The customer reported flange issue was not duplicated during the investigation, but the check clutch/plunger lever error was repeated during the occlusion tests. Root cause of the reported event attributes customer damage to the case and normal wear and use for the clutch error, the parts were over 9 years old. Replaced the ear clip and optocoupler for preventive measure for the flange sensor error in the history log. Replaced the battery door and all plastic parts of the plunger head. Replaced the clutch halves left and right, also the leadscrew and spring as preventive measure. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Additional information received via email on 19-august-2022 from customer and attached in complaint: it is unknown if the incident occurred during infusion. No adverse patient outcome was reported. The issue was reported on 06-13-2022. Event problem and evaluation codes: updates not required. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., correction: model number: 3500.